Event description:
Per the clinic, the patient reportedly was kicked in the head at the site of the implant and had a concussion. The results of an integrity test done in 2009 indicate device failure. Explant and reimplantation is planned, but had not taken place at the time of this report sixteen days later.